Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
It was reported to abbott, a patient reported their chronic pain was returning and they observed the ¿replace generator ¿message on their patient controller. The patient was going to set up a consult with their physician to have the ipg replaced. As of (B)(6)2023, the patient was still in the process of scheduling their consult. The rep was advised the record would be closed and could be closed and re-opened as needed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.